Event description:
(B)(6) in tech states the provider alleged the right front rigging bracket is welding incorrectly. Unit is a rental, was invoiced in (B)(6) 2013 and provider was advised not warranty per ken in tech. Provider was advised to contact tbm for assistance, provider did not want to purchase the parts. Provider disconnected. The caller has no further information to provide.